Event description:
On 7/14/95, this 48-yr-old female was admitted for surgical removal of bilateral, silicone filled, breast implants. The left implant was found to be ruptured at the time of surgery.